Event description:
The customer reported that after an esophagectomy/gastric tube procedure had been performed, the ski pin from the handle of the device was found to be missing. The surgeon re-opened the pt's chest cavity to see if the pin had fallen into the pt. The pin did not fall into the pt cavity and was found on the operating room floor. The pt did not sustain any injury from the re-operation.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident os obtained, a follow-up report will be submitted.